Event description:
A report was received that the patient experienced prolonged wound pain after the ipg implant procedure. The patient was treated with medication and the physician revised the position of the ipg. The physician assessed that the event was procedure related.

Manufacturer narrative:
Correction to initial MDR: additional information was received that the patient has recovered.

Event description:
A report was received that the patient experienced prolonged wound pain after the ipg implant procedure. The patient was treated with medication and the physician revised the position of the ipg. The physician assessed that the event was procedure related.

Manufacturer narrative:
Correction to initial MDR in field. Field should have been (B)(6) 2016. Additional information was received that the prolonged wound pain from the ipg implant procedure was not normal procedural pain.

Event description:
A report was received that the patient experienced prolonged wound pain after the ipg implant procedure. The patient was treated with medication and the physician revised the position of the ipg. The physician assessed that the event was procedure related.